Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was over 700 mg/dl at the time of incident. Customer's current blood glucose level was unknown. Troubleshooting was not performed. The customer was admitted into hospital due to high blood glucose. Customer was wearing the pump at time of hospitalization. The product will not be return for analysis.